Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the keypad is responding intermittently. The pump was not available for review during the call to animas. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 03/06/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 02/19/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact and all the buttons responded properly. Removal of the keypad cover did not find any contamination or anomalies with any of the button contacts. The investigation was unable to duplicate the reported button issue. Unrelated to the button issue, the pump powered up to a dim and discolored verify screen.